Event description:
It was reported that the jada system did not control bleeding and patient care was escalated to a uterine artery embolization (uae). The patient was a g1p1 with this scheduled c-section birth of twins at 37.6 weeks gestation. Patient was noted to have had pre-op antibiotics for the scheduled c-section. The birth was followed by pph due to uterine atony, which was unsuccessfully treated with multiple uterotonics. Jada was placed after an ebl of 1500 ml. The ruby crf noted that time from vacuum connection to control of abnormal bleeding with jada was zero to one minute. However, bleeding continued during the five hours of jada treatment. It was reported that after 5 hours of jada use, 800 ml was collected in the in-line canister. The hcp decided to escalate care to uae to stop the uterine bleeding. The total estimated blood loss of the event was noted as 2500 ml the time jada was indwelling in the patient was reported as 5.12 hours. It was noted that cell salvage was performed during jada treatment, with 496 ml reported transfused. Also, the patient received 2 units of platelets and 4 units fresh frozen plasma, which were also started during jada treatment, and 2 units red blood cells started after jada treatment.

Manufacturer narrative:
Out of an abundance of caution, we are reporting this event because we cannot rule out the possibility that the use of jada caused or contributed to the need to escalate care to uterine artery embolization. If we become aware of additional information, we will supplement this report.